Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during distal drilling, the drill bit was slightly in contact with the nail; the drill tip broke off the moment the device was lowered forcefully. The broken drill tip has been removed, so there are no foreign bodies remaining in the body." Additional information received from sales rep: how was the issue solved? Another drill bit was provided, and the issue was resolved by making minor adjustments to the device.